Event description:
A (B)(6) female patient contacted zoll customer support to report constant gong alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon evaluation, there was a broken white (drvn-gnd) wire inside the trunk cable. The cause of the gong alarms is the damaged driven ground wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.